Manufacturer narrative:
(B)(4). The number provided by the sales and service unit could not be verified. The sample was never returned to maquet for evaluation. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), it was observed that blood was leaking at the seam of a rotaflow pump head. The flow was at 5 liters per minute (lpm) when the blood was leaking. The flow was turned down to 1 lpm; however, there was still a slow leak. The perfusionist clamped off and exchanged the pump head without further incident. Additionally, clots were observed when the unit was replaced. Reference: (B)(4).